Manufacturer narrative:
Image review: eight intraprocedural fluoroscopic images were submitted for review. The patient executive summary was available and enabled assessment of relevant anatomy. Review indicated a moderately calcified aortic valve with an annular perimeter of 78.5mm and an average diameter of 25.1mm, consistent with sizing for a 29 mm evolut valve. A pre-balloon aortic valvuloplasty was performed prior to the valve implantation attempt. Based on the available fluoroscopic documentation, a valve load inspection under fluoroscopy prior to insertion of the delivery system into the patient does not appear to have been performed, as the first available image shows the delivery catheter system already advanced over the guidewire. This image does not allow for adequate assessment of valve loading and is therefore inconclusive. As stated in the instructions for use: before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. If a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Subsequent imaging demonstrates that an infold was observed during the implantation attempt. Available evidence supports that the infolded valve was withdrawn from the patient and deployed on the sterile field, confirming the presence of the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was subsequently implanted without evidence of infolding. Post-implant balloon dilation was performed. Final angiographic imaging demonstrated a well-expanded bioprosthesis with no evidence of paravalvular leak. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient, and the valve was partially deployed at a target implant depth of 3-5 millimeters (mm) from the aortic annulus. It was then identified that an infold had occurred. Subsequently, the valve was recaptured and removed from the patient's body. A new valve and dcs were then utilized to complete the procedure. A 10-minute procedural delay occurred due to the valve infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013123251); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.